Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead encountered pacing issues. The rv lead pace/sense portion was deactivated, and defibrillator portion remained active. A implantable pacing lead (ipl) was implanted for pace/sense function. No patient complications have been reported as a result of this event.